Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump had a continuous alarm with an error message on the screen. Patient was instructed to remove the batteries and then reinsert following which the pump restarted. No patient injury was reported.